Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon complained of dullness on a monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis was not able to verify the complaint; the blade did not exhibit any damage. The instrument could not be tested due to broken tube extension. Failure analysis investigation found the following damages, which were not reported by the site: the tube extension was broken at the distal clevis hub and the broken piece measured approximately .305 x .251. Also, the distal end of the main tube had various scratch marks with light material removal. The scratches were .156 - .058 in length and not aligned with the tube axis. In addition, the banana plug was found to be bent to the side, chassis and the housing did not exhibit any damage. The instrument passed the electrical continuity test. No other damage was found. Failure analysis concluded that the tube extension breakage and the banana plug damage were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.